Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported the pt received inappropriate therapy. Therapies delivered due to morphology and sudden onset diagnosing the rhythm as vt. Records indicate nonsustained runs of ventricular tachycardia. The physician disabled all discriminators by reprogramming the device to one zone device for vf. The device remains implanted.